Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implant procedure, there was blood exiting after the introducer was inserted. It was possible the introducer had been inserted too far. The introducer was removed and re-attempted in a different position, and there was no issue. The patient had been getting a "great" response. Several hours after the implant procedure, the patient complained of severe pain in the spine. The patient was going to be admitted to the hospital. Additional information has been requested, a follow-up report will be sent if additional information becomes available.